Manufacturer narrative:
The device remains implanted in the patient; therefore, it will not be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially implanted with an afx bifurcated stent graft and two vela suprarenal stent graft extensions to treat an abdominal aortic aneurysm. Approximately 6 years post initial procedure patient has been identified with a possible 3b endoleak. Pending additional information.

Manufacturer narrative:
Clinical assessment was completed based on the received medical records. The reported type iiib endoleak of the distal main body was confirmed. The event is most likely device related due to the use of strata material. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. No procedure related harms were identified. It was reported that the patient had not been compliant with surveillance which is noted to be a cautionary product use condition. The final patient status was discharged on the first post-operative day following a secondary endovascular procedure. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device remains implanted; therefore, no device evaluation was completed. No additional investigation of this reported event is planned; however, if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with strata. Corrections: b2: outcomes attributed to adverse event - updated. B5: describe event or problem - updated. H6: result code ¿ remove 3233. H6: conclusion code ¿ remove 11.

Event description:
The patient was initially implanted with an afx bifurcated stent graft and two vela suprarenal stent graft extensions to treat an abdominal aortic aneurysm. Approximately 6 years post initial procedure patient has been identified with a possible 3b endoleak. Pending additional information. Subsequent to the initial report, additional information was received that a secondary procedure was performed with successful implant an afx2 bifurcated stent graft and an afx vela infrarenal relining the initially implanted device. The patient was reported to be doing well post procedure.